Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) spoke with customer and customer stated that the issue had been resolved and they were able to log in and dispense medication from the device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had not turned back on. Customer stated that there had been two failed hardware components that would not resolve, turned the device off and back on. After restarting, the pyxis software had not reopened, and the screen had displayed with no buttons or open applications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.